Event description:
It was reported that the customer was experiencing low blood glucose as low as 39 mg/dl. Troubleshooting was performed with the customer's insulin pump. The drive support cap appeared normal. The customer's brimming technique followed instructions for use. Time and date information was correct. It was stated that there were 190 units in the reservoir and the status screen showed 180.8 units. There were no unusual events or changes in the patient's basal rates or lifestyle. The insulin pump was not exposed to any strong magnetic fields. At the time of the report, the customer's most recent blood glucose was 122 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).